Manufacturer narrative:
Findings: reliability analysis inspected 4 opened/used enlite sensors and found all 4 sensor needles separate from sensors. Unable to performed insertion test complaint against enlite-serter. Unable to confirm adhesive anomaly due to sensor was returned opened/used.

Event description:
It was reported that the insulin pump alarmed lost sensor. Customer's blood glucose reading was 120 mg/dl. Nothing further reported.